Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -13.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. It was reported that patient claimed abnormality in the eye after some days from initial implantation. On (B)(6) 2018 doctor removed lens for exchange and found that the lens had cracked. The doctor assumed that lens had cracked during the insertion of the lens but did not realize it at the time. There was no patient injury. Lens removal and exchange resolved the problem. Cause of the event is reported as unknown.